Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. During sample processing, an instrument generated error message of "low vacuum out of range" occurred in conjunction with the leak of approximately 5 ml of fluid. The leak was contained within the analyzer. Patient test results were suppressed with (.....) And no numerical results were produced. The customer identified the origin of the leak as the bottom fitting of the sweep flow chamber (vc2) at check valve cv6 in the analyzer. The customer resolved the leak by reattaching the tubing. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer was not sent to the customer's facility as the customer resolved the issue. (B)(4).